Event description:
It was reported that approx. 47 months after the implantation the patient received ineffective therapies. The ICD and lead were explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection, a deformation of the fixation helix was found. Furthermore, subsequent analysis revealed the presence of a deformed svc shock coil. Damaging the fixation helix and the svc shock coil requires the presence of mechanical stress. Based on the characteristics of these damages, it is reasonable to assume that it resulted from the extraction procedure. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.